Event description:
It was reported that the anchor broke. No pieces were separated.

Manufacturer narrative:
Alleged failure: the respective tunnel was made with the 4.5mm drill bit and its guide, then the 4.5 reelx anchor was entered into the previously made hole, then it proceeded to impact up to the guideline and when it was in the middle, it fractured in the body. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use of excessive force, 2) hard bone, 3) incorrect angle of attack (too steep/shallow), 4) no pilot hole prepared in the event of hard bone, 5) incorrect instrumentation used to prepare pilot hole. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tunnel was made with the drill bit and its guide, then the anchor was entered into the previously made hole, it proceeded to impact up to the guide line and when it was in the middle, it fractured in the body. The pieces were potentially not able to be retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.